Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during on site product evaluation by baxter service personnel. This condition was due to a software failure. This failure code generally has only one occurrence in the event history and does not require any remediation or hardware component replacement. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.926.

Event description:
The facility reported a colleague infusion pump that experienced failure code 804:26. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.sample availability is unknown. Should the device or additional information become available, a follow-up medwatch will be submitted.